Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unknown location. The leak was further described as ¿small leak¿ but it was unknown where it came from. Renal therapy services (rts) assisted the patient with clearing the alarm and removing the cassette. Rts advised the patient to do a manual exchange. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.